Manufacturer narrative:
Stryker performed an initial evaluation on the customer's device and was unable to duplicate or verify the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device changes defibrillation energy selection automatically. In this state, wrong defibrillation therapy may be delivered. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device changes defibrillation energy selection automatically. In this state, wrong defibrillation therapy may be delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the customer's device and root cause is unable to be determined. Repairs unrelated to the reported issue were completed. The device passed functional and performance testing and was returned to the customer.